Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was failure in the input setting of the third-party monitor, resulting in failure to display the endoscopic images.

Manufacturer narrative:
The suspect device was not returned to olympus for evaluation and a root cause could not be determined.

Event description:
A user facility reported to olympus that they were losing the image from their olympus cv-190. There was no patient injury or harm, associated with the problem, reported to olympus.